Event description:
It was reported that they are returning their unit for service. Description of failure: ex upgrade. No further info is available. No reported pt consequence .

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.